Manufacturer narrative:
(B)(4). Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected pump errors 60 or 53 and no unexpected "battery failed: insert a new aa battery" error messages were noted during testing. Pump error 53 (file number = 26, line number = 3540), however, is found in the pump history file due to a software error.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The insulin pump went blank and rebooted. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The device was returned for analysis.